Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Factors that may contribute to a break include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported break cannot be determined. Additionally, it is likely that manipulation of the wire, after the core had broken, contributed to the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, superficial femoral artery. Once the .018 ht steelcore guidewire was placed, imaging was performed and it appeared that the coil tip had unraveled and separated. Therefore, device was removed and noted to still be intact; however, separated from the core with the tip coils stretched. A new ht steelcore guidewire was advanced and had the same issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.